Manufacturer narrative:
Investigation: bd has been provided with a photo and samples for catalog 302772 lot 1801409 to investigate this record. Visual examination of the samples show the reported black foreign matter presented in the flange of the plunger rod as an embedded particle. As a result, bd was able to verify the reported issue. Bd can confirm the foreign matter consists of burnt plastic coming from the polyethylene. The embedded particles defects were produced in the screw of the injection molding machine. Due to the high working temperatures, some particles of plastic can remain stuck on the internal walls of the mold and get burnt. During normal production and in isolated cases, some particle may be detached from the screw being injected and remaining embedded in the shield piece. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the needle hub without possibility of being detached from it. The device history review showed no indication of the alleged defect and considering our in-coming and in-process inspection.

Event description:
It was reported that foreign matter was found before use with a syringe solomed 2pc 2ml 25x5/8 fixed cn. The following information was provided by the initial reporter, "when the package was not opened, there was a large black foreign matter in plunger rod, and it didn't use in clinical operation."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a syringe solomed 2pc 2ml 25x5/8 fixed cn. The following information was provided by the initial reporter, "when the package was not opened, there was a large black foreign matter in plunger rod, and it didn't use in clinical operation."